Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and failed. No data available for investigation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.